Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was automatically shutting off wihtout blood glucose being low, which was causing high blood glucose between 300 mg/dl and 400 mg/dl. Customer reported that this issue began six months prior to phone call. During troubleshooting, customer was advised that insulin pump was not shutting off due to treshold suspend, but insulin pump was shutting off due to auto off feature was turned off. Customer was assisted in turning auto off feature off.